Event description:
A malfunction identified by code "malf 12" was reported, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. It was concluded that the customer could continue using the pump, with instructions to contact support if any issues arise again.